Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, and active current measurement. No pump error 24, pump error 23, pump error 48, or pump error 68 noted during testing however, device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer reports they were able to clear the alarm. Customer stated that they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.